Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that they are having issues with the stimulator and were told to get a hold of the manufacturer. Patient noted they had an x-ray on (B)(6) because the implant had moved slightly. Patient mentioned that they have issues with the stimulator not adjusting the way it should be and that they have to keep turning it up and don't feel anything. Patient followed up saying that they turn it down when they go to lay down for the night and then they get a shock. Agent reviewed role of rep with patient and offered and sent an email to the field per patients request.